Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit and pump alarmed no delivery. The customer stated that they have a plunger available. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin does exit with plunger push. It was explained to the customer alarm was caused by set/reservoir connection. The customer reported pump alarm during manual prime. The customer was advised to insert the new reservoir and run a manual prime at least 5 units. Customer reported insulin exit the manual prime. The customer was advised that pump is working as designed. The customer was advised that alarm was caused by set/reservoir occlusion.